Event description:
The customer reported that the system shut down without command. There is no report of injury or death associated with to event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.